Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Foreign country: (B)(6). 510k number not known at the time of reporting. No parts have been received by the manufacturer for evaluation. The manufacturer date not known at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the manual egg handle malf unctioned. The instrument was not functioning smooth. No patient was present at the time of the event.